Manufacturer narrative:
Eua#: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd veritor ¿ at-home covid-19 test the customer tested negative the first day and positive the next day. There was no report of confirmatory testing or patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: it was reported by the customer that they tested negative 1st day and positive the next day.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges discrepant results while using bd veritor at home covid-19 tests (material # 256094), batch number unknown, ¿it was reported by the customer that they tested negative 1st day and positive the next day.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while testing with bd veritor ¿ at-home covid-19 test the customer tested negative the first day and positive the next day. There was no report of confirmatory testing or patient impact. (B)(4). The following information was provided by the initial reporter: it was reported by the customer that they tested negative 1st day and positive the next day.